Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was explanted and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing were monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was explanted and is reportedly doing well.